Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained using a contralateral approach via the common femoral artery. The 95% stenosed target lesion was located in a severely tortuous left external iliac artery. A non bsc introducer sheath and non bsc guide wire were inserted. The 6.0 x 20/135 (4f) sterling, mr balloon catheter was selected for use and advanced to the target lesion. The balloon was inflated two times at 10 atm and 12 atm for 60 seconds each inflation. On the third inflation the balloon ruptured at 13 atm. The balloon was removed intact and the procedure was completed with another 6.0 x 20/135 (4f) sterling, mr, balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).